Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer experienced elevated blood glucose levels reaching 503 mg/dl. Customer stated infusion set tubing or site would be changed when occlusions occurred to stabilize blood glucose levels. Customer did not call into tandem technical support at the time of the reported issue, therefore troubleshooting was unable to be performed.